Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown , procedure: acl repair, cathplace: groin. A report was received stating 18-hours after the surgery, the patient experienced dizziness, lightheadedness, ringing in her ears, and became pale. The expected infusion time period for the device was 3-days. The family member stated the symptoms resolved after the patient was placed back in the bed. The event occurred after the patient was getting out of the bed. The pump was reported to be stable and infusing. The family member reported the symptoms were transient and would continue to monitor for further symptoms. Additional information received from the family member on 08-apr-2016 stated the patient had surgery on (B)(6) 2016. On (B)(6) 2016 the patient got up from a nap and started feeling symptoms of dizziness, lightheadedness, ringing in her ears, and became pale. The family member did not believe it had anything to do with the pump device. The family member felt the patient got up too soon after laying down for awhile and had not eaten. The family member felt the patient was "doing too much too soon". The symptoms only lasted for 15-minutes and never returned after the initial event. The pump continued to run without any issues and was completed on (B)(6) 2016. When the pump was removed it was noted that medication remained in the device. The pump was discarded. The patient did not have any underlying medical conditions. The patient had not received any anesthetics in the past. The patient did not require treatment or intervention due to the incident. The pump was not near any warming devices. It was located in the pouch and under a blanket. There was no indication that the patient may have accidently squeezed or laid on the pump. No additional information was provided.